Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. A review of the event history log revealed no failures, malfunctions or increased intra-peritoneal volume (iipv) events that could have caused or contributed to the reported event. An internal and external visual inspection was performed and passed. The device passed returned instrument testing evaluation (rite) functional and electrical testing. The device pneumatic system was tested and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Upon conclusion of the investigation, no failure or malfunction was identified that could have caused or contributed to the reported event. The device history record was reviewed and no issues were found that could have caused or contributed to the event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized prior to death. It was not reported if an autopsy was performed. It was not reported if the pd therapy was ongoing until the time of death. Additional information was requested but was not available at this time.